Event description:
Boston scientific crm received information that a red alert was detected by the latitude monitoring system for this implantable cardioverter defibrillator (ICD). It was discovered that the device had been programmed to monitor only for a surgical procedure and therapy was not reprogrammed back on after the procedure was completed. No adverse patient effects have been reported.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicates that this patient went into the clinic and their device was programmed back on. No adverse patient effects occurred as a result of the device unintentionally being programmed off.